Manufacturer narrative:
H4: the lot was manufactured from november 11, 2020 - november 12, 2020. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which revealed two brown particles embedded in the material of the tubing line. The particles were not in the fluid path because they were embedded in the material of the tubing line. The particles were subsequently identified to be polyvinyl chloride (pvc) during fourier transform infrared spectroscopy (ftir) testing. Pvc is a raw material of the tubing line. The particulate matter inside the tubing was identified; however the size of the particulate met manufacturing specifications. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter on the tubing of a small volume infusor. This occurred prior to patient use. There was no patient involvement. No additional information is available.